Event description:
It is reported that the device coil embolization system used in the process of aneurysm embolization system, one coil couldn't be detached after using a lot of methods to detachment, the doctor thought it could be a quality problem, as a result, he tried to withdraw the coils, and found that the coil had be detached in the vessel of the patient , then the doctor remove the coil out by using another device, no any harm done to the patient.

Manufacturer narrative:
After received this event, quality engineer of the manufacture checked the device history record and related tests ( physical and functional tests included) records, all of them is ok; no any related complaints or aes from the same lot; based on the information from hospital, only coil couldn' t be detached was notified, no any abnormal complaint information about the detachment, it shows the electric circuit is ok, and no quality problem. Because no complaint product returned, the actual process of the surgery can't be confirmed, the root cause is undefined.